Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/25/2016 and open vial date is within 120 days. The meter memory was reviewed for previous test result history: (B)(6). Customer called she has been using her meter and then had to go to the lab and had a fasting blood and the results were 150mg/dl taken the next day when her meter was reading the day before 86mg/dl. She only does her blood as fasting blood sugar. No medication or diet change.